Event description:
My first surgery was back in 1998 when the sling was used to hold up the bladder, I weighed much more at the time. The sling didn't work, it only lasted less than a year. I went to see dr (B)(6). I had embarrassing testing done, bladder was filled with water, stood on a plastic paper sheet as water was put into the urethra. Everything came pouring out. My first surgery I had was in (B)(6) 2000 at (B)(6) hosp, (B)(6), with 1-2 over night stays. No anchors were used originally. Then as time went on, I was starting to have severe leakage when urinated, severe pain and blood. I went back to dr (B)(6) about a year or so later. This time, dr (B)(6), sr put the mesh in with anchoring it to the bladder. The stitches he used were thick and pointy. The stitches poked trough my vagina and caused severe pain and bleeding. I believe I have had a total of 4 surgeries. The last repair that dr (B)(6) did was monday, (B)(6), 2003. Then I was diagnosed with stage iib breast cancer. Ultimately, I had a hysterectomy due to possible tumors with cancer. I can't remember all of the dates. However, I have had problems with sitting, stitches poking through, sex hurt-currently not sexually active, divorced-5 yrs. Lots of break through bleeding with blood clots and I am on coumadin for factor 5. I had my levels checked when the bleeding became more regular, kept a calender and saved the pads! Went to see (B)(6). I first saw the (B)(6) and she didn't think it was an emergency to see a doctor! So I had to make an appointment to see dr (B)(6), all awhile the bleeding and clots were continuing and then would suddenly stop. It was like having a period but no cramps, came out of nowhere. When I did finally get to see dr (B)(6), all he could feel was the thick stitch poking through, but didn't feel anything else, was going on until dr (B)(6) did the surgery in 2007 at (B)(6) hosp (B)(6). The anchors were too tight to remove and the mesh was and is deteriorating. At the time dr (B)(6) didn't understand the bleeding episodes. I was hospitalized for 2 days and then less than a week later, I had an abscess and the pain was so severe I was driven back to the hosp and scanned, I spent 4 days on IV antibiotics, not to mention that none of my ports from the chemotherapy including a pic line which caused a blood clot in the right arm. Breast cancer on left side. So finding a vein was and still is a huge ordeal. To date, I still do not feel right, still bleeding at times, sitting hurts if I just sit down "wrong." The smell of the blood reminds me of having a period, raunchy. I am afraid to go out to stores or enjoy other company for fear of the bleeding to start again and the smell. I did wear mini pads for quite a while, however, wearing pads is not healthy and can make the smell worse. (B)(6).